Event description:
It was reported that a patient underwent a laparoscopic rectopexy on (B)(6) 2022 and suture was used. During the procedure, the suture became detached from the needle. When the suture was put into the abdominal cavity via a trocar, it was noticed that the needle was not attached. Right after that, the needle fell into the abdominal cavity from the trocar. It was retrieved and the suturing was continued with only the other needle. It was not a control release needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested, the following was obtained: the site of use was unknown. The needle was removed without losing sight of it. There was no effect on the patient. Was the needle piece removed from the patient? Yes. Lot number : unk plj668 was there any adverse patient consequence or injury as a result of searching for the needle? There were no adverse consequences to the patient. Lot number? No further information is available. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/12/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h4, h6 h3 analysis summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an empty labeled winding former, a detached needle, and a needle/suture piece of product code 8522h double-armed were received for evaluation, the swage and attachment area was noted to be as expected, the edge of the barrel hole could be observed with marks that appears to be by use of the surgical instrument. In the second needle, the swage and attachment area was noted to be as expected. The suture piece was noted with damage and the end cutting by use of a surgical instrument. The condition of the sample received indicates improper handling of the device. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.